Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci assisted hysterectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- case become incident as essure removal details were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ coming like contractions') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to nickel") and abdominal pain ("severe abdominal pain") and was found to have weight increased ("I gained 40 lbs"). The patient was treated with surgery (da vinci assisted hysterectomy). Essure was removed. At the time of the report, the pelvic pain, allergy to metals, abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality safety evaluation of ptc. On 20-mar-2020: social media received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to nickel") and abdominal pain ("severe abdominal pain") and was found to have weight increased ("I gained 40 lbs"). The patient was treated with surgery (da vinci assisted hysterectomy). Essure was removed. At the time of the report, the pelvic pain, allergy to metals, abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : new event weight gain and new reporter were added. Fup 5 and fup 6 processed together. On 20-mar-2020: fu 5& 6 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to nickel") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (da vinci assisted hysterectomy). Essure was removed. At the time of the report, the pelvic pain, allergy to metals and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: new event added- allergy to nickel and severe abdominal pain. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ coming like contractions') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to nickel"), abdominal pain ("severe abdominal pain") and ovarian enlargement ("ovary tangled up in intestine") and was found to have weight increased ("I gained 40 lbs"). The patient was treated with surgery (da vinci assisted hysterectomy, left ovary). Essure was removed. At the time of the report, the pelvic pain had not resolved and the allergy to metals, abdominal pain, weight increased and ovarian enlargement outcome was unknown. The reporter considered abdominal pain, allergy to metals, ovarian enlargement, pelvic pain and weight increased to be related to essure. The reporter commented: the only problem I have with my baby breastfeed with essure in is hyperactivity. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: two fu's processed together. Social media content received: new event ovary tangled up in intestine was added. Outcome for previously reported event pain/ coming like contractions was updated to not recover. On (B)(6) 2020: two fu's processed together. On (B)(6) 2020: social media received: reporter was added. Reporter causality comment was added. On (B)(6) 2020: social media received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.